Event description:
Information was received from a family member/friend of a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient had a loss of therapy. The patient had gotten a diagnosis of acute leukemia 6-8 months prior to the report and had been at a cancer center for a while. The health care provider had told the family member/friend that the implantable neurostimulator will need to be replaced. The implantable neurostimulator depleted a week or two prior to the report and the patient was in pain and she has always had pain prior to the implant. The health care provider didn¿t¿ want to do surgery because they were afraid that the patient may get an infection. The patient was redirected to the health care provider with questions and concerns about the implant replacement procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.